Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered on channel b. The hospital representative stated they have no record of pt incident involving the pump since the last baxter service event.